Event description:
The initial reporter (consumer) reported that a 9.75cm size band of the lap-band adjustable gastric banding (lagb) system was implanted in 2001. The initial reporter (consumer) reported that reporter had constant vomiting and that resurgery and hospitalization was required. The resurgery was performed 6 days later removing the 9.75cm size band and implanting a 10.0cm size band into the initial reporter (consumer). The initial reporter (consumer) reported that a contrast study was then given and it showed the size change "worked". There was no deterioration of the pt's health reported in association with this incident.